Manufacturer narrative:
The device referenced in this report has been returned to olympus for investigation. The inner forceps wire was received detached from the distal end and completely removed from the forceps. There was evidence of corrosion and foreign material on the distal end cup linkage and on the detached portion of the inner forceps wire. The corrosion appears to have weakened the wire material, causing it to break when force was applied. It appears that insufficient cleaning of biomaterial or insufficient rinsing of cleaning/disinfectant chemicals may have contributed to this phenomenon; however, the source of the corrosion could not be conclusively determined. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility claimed that the device broke during a therapeutic esphagogastroduodenoscopy (egd). The users claimed to have heard the device "popped". After hearing the "pop", the physician no longer had control of the wire that holds the pincher part of the forceps, thus he removed the endoscope and forceps from the pt. The procedure was completed with another similar device. There was no pt injury reported; however, the pt was provided more anesthesia for the physician to complete the procedure.